Event description:
Device 3 of 3 reference MFR report#: 1627487-2019-07895. 1627487-2019-07896. It was reported that the patient was not receiving adequate and intended stimulation. As a result the patient's scs system was explanted and replaced. Therapy established post-op.

Event description:
Device 3 of 3. Reference MFR report#: 1627487-2019-07895. 1627487-2019-07896.